Event description:
It was reported that a scrub nurse received a minor burn during the procedure. The scrub nurse's hand was near the fiber when it began to make a popping sound. Nurse noticed a very small blister at the base of the palm of their hand.